Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The cause of peritonitis was unknown. One day after the event onset, the patient was hospitalized for the event. On an unknown date, the patient was treated with vancomycin injection (1gm, in 72 hrs, ongoing) and cefepime injection (1gm, per day, ongoing) for peritonitis. Six days after the event onset, the patient was discharged and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that the peritonitis was manifested by abdominal pain. Antibiotic treatment was discontinued and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.